Event description:
On (B)(6) 2018, an 8mm amplatzer septal occluder (aso) was selected for implant in an infant. During the procedure, the device deployed deformed, cobra-shaped. The device was removed from the patient, and on the table the device deployed in the proper conformation. The device was placed again in the patient and re-deployed deformed, not forming discs. The device was exchanged for a 9mm amplatzer septal occluder (lot number: 5215170) that was not implanted due to sizing and inability to visualize positioning. The patient was reported to be discharged.

Event description:
On (B)(6) 2018, an 8mm amplatzer septal occluder (aso) was selected for implant. During the procedure, the device deployed deformed, cobra-shaped. The device was removed from the patient, and on the table the device deployed in the proper conformation. The device was placed again in the patient and re-deployed deformed, not forming discs. The device was exchanged for a 9mm amplatzer septal occluder (lot number: 5215170) that was not implanted due to sizing and inability to visualize positioning. The patient was discharged to the nicu and will undergo asd closure at a later date, either by surgical means or wait until the patient has grown.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.